Manufacturer narrative:
Investigation description. Device showed wear and damage to housing and display assembly. Complaint was confirmed. Engineering logs were downloaded and reviewed; logs indicated that the device would not charge while on a charging pad and the battery would deplete rapidly. The issue is likely due to a mainboard power circuit issue. The mainboard will need to be replaced during refurbishment.

Event description:
It was reported that an ilet pump did not charge despite displaying a charging icon on a pad with a solid green indicator, and the device remained on the charger for an extended period without gaining charge, consistent with a battery issue in the pump¿s battery component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge associated with the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.